Manufacturer narrative:
The reagent lot number was 73448901. The expiration date was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose (gluc3) result from the cobas pro c 503 analytical unit. The initial result was 0.274 mmol/l and the repeat result was 4.56 mmol/l.

Manufacturer narrative:
The field service engineer checked and readjusted the sample probe, adjusted the main water pump pressure, performed automatic gear pump pressure adjustment, ran mechanism checks, and inspected all of the sample and reagent probes and rinse mechanism with no issues. The customer ran qc and samples with acceptable results. The investigation determined the issue was resolved by the service actions.